Event description:
It was reported a patient's right ventricular (rv) lead presented with high defibrillation impedance. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Event description:
It was reported a patient's right ventricular (rv) lead presented with low pacing impedance. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.